Manufacturer narrative:
The reported event of ¿the ra lead was sensing noise¿ was confirmed. As received, a complete lead was returned in two pieces. External insulation abrasion was noted at 5.0 cm to 5.1 cm from the distal tip consistent with lead friction to another device or feature of the heart which exposed the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2021-39553. It was reported that the patient's right ventricular (rv) lead had high capture thresholds and the right atrial (ra) lead was sensing noise. The ra and rv leads were explanted and replaced. Further information was requested but not received.